Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a downstream occlusion alarm that couldn't be cleared every 5-15 mins despite intervention and IV not in ac or saline lock in place. This occurred in the labor and delivery unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: date received by MFR: update to 02/25/2025. Additional information: g2 (add source), h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.